Event description:
It was reported that the customer experienced an issue with the incorrect pump time. There was no adverse impact to the customer's blood glucose level. Customer support assisted the caller in updating the pump time and advised monitoring and following up if the discrepancy recurred, which the caller understood and acknowledged.